Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4)

Event description:
During system implant, between the placement of this rv lead and the cannulation of the cs, the patients blood pressure dropped. A transthoracic echo was performed where a small perforation was found. The pericardium was drained of the effusion and this lead remains implanted. An lv lead was not placed. The patient is currently doing well.